Event description:
It was later reported the patient experienced an infection at the pump site. The catheter issue was reported to be an infection. The location of the catheter issue was unknown. Surgical intervention occurred on 2015 (B)(6), the pump and catheter were explanted. It was unknown if any catheter segments were left in the intrathecal space. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision surgery, a kit was used off the health care professional¿s shelf. Only the pin connector was used as part of the revision. After the case they noticed the kit expired in (B)(6) . A health care professional wanted information from manufacturer as to what the ramifications of using a component that was expired might be. It was discussed that the components sterility could not be guaranteed after expiration. The pump was used to infuse an unknown type of drug; however the therapy was indicated as intrathecal baclofen (itb). No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-05993 for the revision surgery which used to expired components.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8590-9, lot# n351297, product type: accessory. Product ID: 8590-9, lot# n351230, product type: accessory. (B)(4).